Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented due to stable angina (ccs classification 1) and was referred for cardiac catheterization. The de novo target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with direct placement of a 3.00x38 mm ion stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient who was a nursing home resident presented in asystole, absent pulse and spontaneous respiration. Emergency medical services were called, who instituted advanced cardiac life support (acls) protocols, but were unable to obtain IV access or airway prior to arriving at ER. The patient was shifted to ER where he was intubated and io access was obtained with left lower extremity. The patient was asystole throughout. Acsl protocols including chest compressions, bag-valve-mask ventilation and epinephrine were continued every 5 minutes. The patient remained asystole and resuscitative measures were terminated. The patient died and the cause of death was sudden cardiac death.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).